Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a large difference in architect (B)(6) results were seen when repeating samples for lot verification purposes. (B)(6) results of (B)(6) and a (B)(6) result of (B)(6) were generated with lot 77071li00. (B)(6) results of (B)(6) were generated with the new lot 79096li00. There was no report of impact to patient management.

Manufacturer narrative:
No returns were available for investigation. The field service engineer (fse) inspected the architect i2000sr analyzer and replaced the trigger manifold valve as the likely cause for the inconsistent results for (B)(6). A review of the analyzer service history found no contributing factors on or around the date of the compliant. There have been no further reports of discrepant results since the trigger manifold valve was replaced. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect syphilis tp reagent package insert were reviewed and were found to adequately address the issue. Based on the available information no product deficiency of the architect i2000sr analyzer was identified.